Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Related manufacturer reference number: 2017865-2025-16901. It was reported that the patient's atrial lead exhibited high pacing impedance. An atrial lead fracture was noted. The physician elected to cap and replaced the atrial lead on (B)(6) 2025. The pacemaker was explanted and replaced for an unspecified issue as well. The patient¿s condition was stable throughout the procedure.